Event description:
The customer reported that the system had cine function errors. These cine function errors could result in undue patient delay, damaged vasculature, or termination of an interventional procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation . The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.